Event description:
It was reported that the device has missing CPAP and peep caps. The issues were discovered during preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection showed the small knobs were cracked and the device had missing end caps. The front panel was also bent. Functional testing was performed. The customer reported issue was confirmed. All missing small knob/caps were replaced to address this issue. Preventative maintenance was also performed, and the device then passed all testing.